Event description:
The technician alleged that the side rail would not latch. No patient impact.

Manufacturer narrative:
The tech found a broken side rail center arm assembly. The tech replaced the side rail center arm assembly to resolve the issue.